Event description:
It was reported that: "the skirt from the 28mm + 8 v-40 head trial broke and stayed attached to the trunnion when head was removed."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.